Manufacturer narrative:
Product event summary: driveline boot cover with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed due to the serial number being unknown. The reported event could not be performed since the device was not returned and no supporting evidence was provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the damage to the driveline boot cover may be attributed to multiple factors like improper handling by the patient, contact with sharp objects. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had driveline cover damage. The driveline cover was repaired. No patient complications have been re ported as a result of this event.